Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, with five or more restarts documented, and the user¿s blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included review of device history and user-reported alert logs, confirmation of alert type, verification of device functionality through remote assessment, and provision of troubleshooting and education. Investigation of this device revealed a pump motor stall event consistent with a device mechanical performance issue affecting the infusion mechanism, with the alert verified in the device history and resolved by device replacement and user guidance. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.